Event description:
It was reported the customer's insulin pump malfunctioned. Customer stated they programmed insulin to be delivered, but insulin did not exit. It was also found the customer had an absence of a no delivery alarm. The customer's blood glucose was 500 mg/dl. Customer's blood glucose was treated with a back-up plan. Troubleshooting found insulin was able to exit from the insulin pump. It was also found the customer received a button error on their insulin pump. Customer could not recall any significant events leading to the button error alarm. The customer also reported a hospitalization event for high blood glucose. Blood glucose at the time of admission was between 400 mg/dl to 500 mg/dl. The customer stated they were vomitting due to their high blood glucose. It was also found the customer had a bent cannula during the hospitalization event. No additional information provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor noise anomalies noted during bolus delivery. Unit received with all buttons responding properly. However, moisture traces were noted at keypad traces. No button error alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.